Manufacturer narrative:
Additional manufacturer narrative: updated: g3 and h6 (investigation findings and investigation conclusions). Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that an (B)(6) years old patient with a 19mm carpentier edwards valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of more than 7 years due to degeneration leading to mild stenosis (maximum gradient 54mm hg, average gradient 28mm hg) and severe intraprosthetic regurgitation. Patient presented with acute heart failure. A 20 mm transcatheter valve was implanted within the surgical aortic valve. The surgery went well. As reported, patient was noted as to be in stable condition and discharged home.

Manufacturer narrative:
Additional manufacturer narrative the subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.